Manufacturer narrative:
The pump was repaired by the (B)(6) service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the customer's problem was confirmed in that the pumps motor was found to be faulty and was replaced. The pump passed all tests after the repair was complete.

Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump had system fault. No patient injury reported.